Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
The complaint states that "skin reaction" was reported. The wearable was inserted into the arm on (B)(6) /2025. On the same day, it was reported that the pediatric patient experienced a skin reaction with itching, burning, redness, inflammation, swelling and infection underneath sensor pod area only. It was reported that the patient got the inflammation through the hole of the wire and was in the hospital for a week because of the dexcom sensor, the patient experienced an infection "on the body". The reaction was treated with a prescription of a topical antibiotic cream. Otc anti nausea medication was mentioned but there was no specification why it was administered. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.